Event description:
A 60-yr-old male admitted on 9/8/94 for failed pacemaker. Pt to surgery for "replacement of pacemaker generator." On 9/9/94 at 10:25 am pauses noted on EKG monitor. Md notified. Pt transferred to ICU. At 2:45 pm pt returned to or for "insertion pacemaker left side with image, removal of generator right side."